Event description:
The caller stated they were with the patient (pt), and the caller's tablet connected to the ins without incident and confirmed the ins was at 100%. When caller attempts to connect to pt's ins via the pt's controller they are getting screen 16 'no device found'. Caller confirmed the rtm was not attached, the caller had already attempted to remove and re-insert the li battery. The caller stated they were not privy to any sources of emi outside of the caller and pt's cell phones, caller said their communicator was off. Agent advised the caller to try to hold the controller closer to the ins and the caller was immediately able to connect to the ins. The caller will follow up if the pt continues to have any concerns around connecting to the ins. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Email from rep did not require a response. Case closed. Rep called back and repeated that the controller isn't connecting to ins, and says now they cant even charge ins either. They said when they try to charge ins they get no device found. Prm mode did not resolve issue. Rep is not with patient and doesn't have controller serial number. They have instructed the patient to call in and provide controller serial number so that a replacement can be sent out. Caller called back with serial numbers and tss requested controller to be sent to patient.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep that the patient was sent a controller as a replacement. Patient called in and reported that even with the replacement controller they're still having problems getting their implant charge. Patient added that when they charge the implant up to 80% and then controller shuts off; the charging also keeps disconnecting and patient needed to sit still to hold their position. Patient was able to confirm that they can charge the controller with the battery pack in full. Agent sent request to repair to replace the recharging paddle. During the call, patient mentioned about their leads revision previously documented.